Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced prime/fill anomaly. The customer's blood glucose reading was 202 mg/dl. The customer stated that insulin squirted out during manual prime. The customer was unable to exit the preparing to prime loop. During troubleshoot, the customer did not receive second series of beeps and/or numbers appeared on the screen. The insulin pump was returned for analysis.